Event description:
1000cc bag of d5 .45ns with 20 meq. Kci was hung at 0400 in 2004. It was set at 125 cc/hr., volume set at 950ml. At 0530, IV pump alarmed, air in line. Checked pump and found bag completely empty. Connections were checked. No fluid found on linens or floor. IV pump screen shows rate at 125 ml and volume at 942 ml.